Manufacturer narrative:
The pump passed the functional testing, and no motor error alarms were noted during the bolus/basal delivery. Unable to confirm the motor position encoder error alarm due to several alarms in the history file that were due to a corrupted history file. The motor was tested outside of the device and it passed. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, broken battery tube threads, a scratched reservoir tube window, a missing end cap sticker and a bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer stated that the pump was not exposed to high magnetic field. The customer stated that the motor error occurred 3 times in the last 30 days. The customer will be sent a replacement pump.